Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generators port. After using saline on the connector, the lead was successfully implanted. The electrical measurements were tested and found to be within normal product specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.